Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that a patient received an unspecified dermal filler. 8 days later after covid vaccination, patient developed swelling which improved with antihistamine. Approximately 15 months later, patient was injected with juvéderm® volux¿ to the cheek and t1. Patient developed swelling at the injection sites. 2 weeks post-injection, patient was treated with prednisolone 20mg od for 5 days and 900 units of hyalase. Five days later, patient was treated with reducing course of prednisolone starting at 30mg and clarithromycin 500 mg bd for 2 weeks (patient only took one week). A week later, patient was treated with 1000 units of hyalase, and again with1500 units of hyalase 4 days later. 9 days later, right maxillary infection restarted so patient took the remaining one week of clarithromycin. Symptom has not been resolved. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00821 (allergan complaint #(B)(4)). This MDR is being submitted for the suspect product, juvéderm® volux¿.

Event description:
Additionally, healthcare professional (hcp) reported patient was injected with juvéderm® voluma¿ with lidocaine and juvéderm® ultra 4. Approximately 15 months later, patient was injected with juvéderm® volux¿ to the cheek and t1. The inflammation in still present in the maxillary areas but the hyalase has removed the filler from the lateral cheek and temples.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.7.